Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2009; pm2240, ipg, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the atrial lead had a polarity switch. Approximately 3.3 years later, the lead was noted to have low impedance and loss of sensing at 0.1 mv and 0.5 mv in bipolar and unipolar configurations respectively. The device was programmed to vvir mode. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.